Event description:
The lay user/patient contacted lifescan (lfs) on march 27, 2008 alleging an error 2 message on his one touch ultra 2 meter. This medical affairs specialist (mas) sent the pt a letter, since mas was unsuccessful in getting a hold of the pt. On the early morning of 2008 around 5:00 am, the pt obtained an error 2 on his meter. At the time of testing, the pt did not exhibit any symptoms. At an unspecified time later, emergency services were called. The pt was tested on the paramedic's meter; however, there is no info on what the reading was on the paramedic's meter. The pt was treated with IV fluids. There is no info on whether the pt was taken to the hospital. The paramedics were also called three days later, at 5:00 am. It was also documented that the pt obtained a blood glucose reading of 27 mg/dl in the same month and a 37 mg/dl in the following month. It is unk on whose meter the pt obtained these low readings from. The technique of applying the blood on the test strip was correct. The test strips were in good condition and not expired. Customer care advocate (cca) had the pt retest and issue persisted. An error 2 could be caused by a used test strip or a problem with the meter. Issue was not resolved and meter was replaced. The complaint is being reported, since the pt claimed he was unable to test and had to be treated by ems for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.